Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 9 months following the implant of a transcatheter valve, the valve failed due to valvular stenosis. There was no reported treatment/intervention. No patient complications were reported as a result of this event.

Event description:
It was reported that approximately 3 years and 9 months following the implant of a transcatheter valve, the valve failed due to valvular stenosis. There was no reported treatment/intervention. No patient complications were reported as a result of this event. Additional information was received that the patient was noted to have normal valve function in follow up. However, leaflet dysfunction was noted on echocardiogram after the patient had started a chemotherapy agent. Per the physician, there was a direct correlation to the leaflet damage from the chemotherapy agent. Additional information was received that the valvular stenosis was caused by the chemotherapy agent.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was noted to have normal valve function in follow up. However, leaflet dysfunction was noted on echocardiogram after the patient had started a chemotherapy agent. Per the physician, there was a direct correlation to the leaflet damage from the chemotherapy agent.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.